Event description:
The customer stated that insulin leaked between the reservoir and tubing connection. The customer reported no visible cracks or splits. Found that the customer had been using the same reservoir for a couple of months. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.